Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the post broke at the top of the threads and rounded out the seat frame, causing the new post to not tighten. Dealer states the seat screws had loosened and the end user kept driving with a loose seat for a while, which caused the post to finally break.